Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon removed a broken plate from the patient that was implanted in a previous surgery. The surgeon replaced the plate with a thicker plate. The procedure outcome and patient status were not reported. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) lcp one-third tubular plate with collar 6 holes/69mm. This is report 1 of 1 for (B)(4).